Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-134: user has low glucose value note 1: manufacturer contacted customer in a follow-up call on 29-nov-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she was still obtaining low blood glucose test results with a new vial of test strips, same lot number (za4724s), opened a couple of days ago. Customer stated that two nights ago she had eaten sugar cake, and yesterday had tested and her blood glucose test result was around 40 mg/dl (exact result not specified). Customer declined any further troubleshooting and replacement product sent to customer. Note 2: manufacturer unable to contact customer at this time to ensure the replacement products resolved the initial concern - replacement product was just sent to customer after follow-up call on 29-nov-2022.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 40 and 60 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 100-104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 19-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.